Event description:
Info provided to the MFR on (B)(6) 2011 stated that a wrist radial sheath was used on approx 5 patients, the sheath appeared to have a coating on it which looked slippy. All five patients suffered a reaction to the radial sheath. Details of injury: infection, swelling of skin and oozing. Action taken: antibiotics-does not clear the infection up.

Manufacturer narrative:
(B)(4) allergic reaction is listed in the instructions for use. (B)(4) reaction is listed in the instructions for use. Event is still under investigation.